Event description:
It was reported, "needle delivery without plastic protection cap, seen before use." Additional information states that there was no one harmed. The needle did not puncture the packaging.

Manufacturer narrative:
(B)(4). The customer returned one ez-io 15mm needle set. The returned sample was visually examined. Visual examination revealed the returned needle set was completely sealed in its original packaging. Visual examination also revealed the needle guard was loose within the sealed packaging and not on the needle's cannula. No other defects or anomalies were observed. A review of the certificate of compliance found that the needle set passed all the release criteria. The device was released in 03/2020 and is approximately 3 years old. The reported complaint of the needle guard not being on the needle in the sealed package was confirmed based on the sample received. Visual examination of the returned sample revealed the needle guard was loose within the sealed packaging. The certificate of compliance revealed the needle set passed all the release criteria. However, the potential cause of this complaint is design related. A CAPA was initiated to address this complaint issue. Corrective actions for the CAPA were implemented in september 2021. This ez-io needle set was manufactured in march 2020, which is prior to the corrective actions being implemented. No further action is required at this time. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported, "needle delivery without plastic protection cap, seen before use." Additional information states that there was no one harmed. The needle did not puncture the packaging.